Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device declared a code 1005 on the right ventricular (rv) lead, which indicates a high shock lead impedance was detected when attempting to deliver a shock. This was the last of five delivered shocks. The first four delivered shocks were within range. The ventricular tachycardia (vt) continued, and therapy was exhausted. According to the field representative, all therapy was appropriate until the last attempted shock in zone, which switched polarity. Also commented that the vt happened at home, the patient was brought to the hospital and it appears that the vt was self terminated. Technical services (ts) discussed this could be a lead integrity issue and recommended replacing the lead. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device declared a code 1005 on the right ventricular (rv) lead, which indicates a high shock lead impedance was detected when attempting to deliver a shock. A gradual rise is shock impedance over the last few months was noted, leading up to this high impedance fault. The shock that triggered the fault was the last of five delivered shocks. The first four delivered shocks were within range. The ventricular tachycardia (vt) continued, and therapy was exhausted. According to the field representative, all therapy was appropriate until the last attempted shock in zone, which switched polarity. The patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response (rvr) according to field representative. Also commented that the vt happened at home, the patient was brought to the hospital, and it appears that the vt was self-terminated. Technical services (ts) discussed this could be a lead integrity issue and recommended replacing the lead. Tachy therapy was disabled, and the patient was fitted for a life vest while he awaits lead replacement procedure. At this time the rv lead has been surgically abandoned. A new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device declared a code 1005 on the right ventricular (rv) lead, which indicates a high shock lead impedance was detected when attempting to deliver a shock. A gradual rise is shock impedance over the last few months was noted, leading up to this high impedance fault. The shock that triggered the fault was the last of five delivered shocks. The first four delivered shocks were within range. The ventricular tachycardia (vt) continued, and therapy was exhausted. According to the field representative, all therapy was appropriate until the last attempted shock in zone, which switched polarity. The patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response (rvr) according to field representative. Also commented that the vt happened at home, the patient was brought to the hospital, and it appears that the vt was self-terminated. Technical services (ts) discussed this could be a lead integrity issue and recommended replacing the lead. Tachy therapy was disabled, and the patient was fitted for a life vest while he awaits lead replacement procedure. This rv lead remains in service. No additional adverse patient effects were reported.